Event description:
It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during a procedure the same day (patient gender, age and weight unknown). According to the complainant, during an endoscopic nasobiliary gallbladder drainage (engbd) procedure, the device was unable to go through the cystic duct. Therefore fleximab:6fr was placed and it was occurred the distal tip of jagwire detached. The stent have placed and the patient will be treated by cholecystectomy. The procedure was successfully competed at this time. The tip of the jagwire remains in the bile duct. The patient's condition at the conclusion of the procedure was reported to be good. Note: the cholecystectomy was previously scheduled (not a result of this event.)

Manufacturer narrative:
A visual examination of the returned device revealed that the jagwire that the pebax is missing at the tip of the device. The core wire is exposed in both locations. The root cause of failure could not be determined with certainty. However, based on the evidence presented by the specimen, the probable cause for the failure reported was caused by another device.